Event description:
On (B)(6) 2022, information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain indications. The reason for call was during the call, pt mentioned they were having problems with the ins itself and clarified the ins was bothering them. Pt said when they had this ins put in, the surgeon told pt they moved the ins position a little bit since the ins was laying on the bone. Pt said they still had wonderful results from therapy, but now this ins bothers them when they sit and the other ins didn't bother them. Pt mentioned when the rep met at their post op appointment, the rep had a hard time finding the ins, said the ins was really low and might not be in the best placement. Pt asked if the ins would need to be repositioned. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they were going to see their old pain management doctor (who didn't do surgeries) at the same clinic as dr. Kirby and talk to them about the ins. On 2022-11-07, additional information was received from the patient reporting stating they called a couple weeks ago since they had trouble and talked about getting a physician. Pt had their ins replaced a year ago and pt felt like their ins was in the wrong place and it bothered them. Pt said their pain doctor today since the "trigger" was sore and the doctor recommended a second opinion. Pt noted they had a lot more pain in the area and the thigh area for the pt was sore.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.